Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6 (device problem code) h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported, some of the needles "bend". When taking his injection. Stated, he is concerned, that the needle may break, during injection. Stated, sometimes there is leakage, when taking his injection. And he is not sure, if he's getting all of his insulin. Stated, lately his blood sugar has been anywhere between 170-200, before a meal. Stated, his blood sugar is normally 120 max or under 100 before a meal. Stated, he does re-use syringes sometimes. Stated, he does rotate the different injection sites. Stated, did not seek medical intervention for blood sugar. Lot#: 4082016, catalog: 328506, date of event: unknown. Samples: yes, cl.